Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq was displaying an ¿error 4¿ message. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the error message began to appear intermittently beginning in (B)(6) 2013; however, was unable to obtain a result when she attempted to retest on (B)(6) 2014 just before 9pm. The patient manages her diabetes with oral medication. It is not known if the patient made any changes to her usual diabetes management regimen when she obtained the error message. The patient reported that on (B)(6) 2014, shortly after she obtained the error message three consecutive times, she developed symptoms of feeling shaky and sweaty. It is not known what medical treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the csr discovered that the patient was using expired test strips. The patient did not have any additional strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.